Manufacturer narrative:
A philips technical consultant spoke to the customer to troubleshoot the issue. The tc was informed by the customer during the conversation that their biomedical engineer found the speaker disconnected. Once the biomedical engineer reconnected the speaker the issue was resolved.

Event description:
The customer reported that their speaker was not providing any audible tones after they rebooted their system. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.